Manufacturer narrative:
The device was not returned for evaluation to date, but photographic evidence was provided that appears to confirm the issue, the lower jaw was not attached to the device. When the device is returned, an evaluation will be performed, and the event file will be updated. A device history record review will not be conducted as the device has been in the field more than 12 months. The service history was reviewed, and no relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 65 complaints, regarding 66 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised that prior to use, inspect the instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the smi-02ap was being used during a rotator cuff repair on (B)(6) 2021 when it was reported "spectrum autopass broke during suture pass, piece broke and was removed with 2 min delay. Spare autopass was opened. Procedure concluded without issue." The procedure was completed with another smi-02ap alternate device causing a 2-minute delay in the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. All components were retrieved from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.